Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's alarms were not as loud as they were previously. The blood glucose level of the customer was unknown. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device audio/beep/vibrate function properly and no anomaly noted during testing. (B)(4).